Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate child/neonate.

Event description:
During a site visit by a bd representatives, biomed reported that the device continuously alarm for air in line alarms however the user stated that there was no air bubbles are present. Although requested there are no additional details provided at this time.